Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high/increased pacing thresholds resulting in loss of capture (loc). The loc resulted in unspecified adverse patient effects. No further information has been provided to date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high/increased pacing thresholds resulting in loss of capture (loc). The loc resulted in unspecified adverse patient effects. Information was later received clarifying the patient did not experience any adverse effects or symptoms as they are not pacemaker dependent. Additional threshold testing was performed and the pulse width increased to educe the output required. The patient will continue to be followed routinely. This lead remains in service.